Event description:
It was reported during the all inside anterior cruciate ligament surgery that the device broke when retracted and split into two pieces. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. On (B)(6) 2025 majung: further information was received by the sales rep: the broken pieces were retrieved from the patient.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.